Event description:
It was reported that cadds that were found to be leaking after transit. Customers suspect the welding of the bag is the issue, similar to the field notice sent in august 2025. There was unknown patient involvement and unknown patient harm.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.